Event description:
Information received indicates the casters are swiveling after the brake is engaged.

Manufacturer narrative:
The technician replaced the caster horn, and stems to repair the stretcher.